Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4) 2010, for investigation. A visual inspection revealed that the hot jaw was charred and the cold jaw was burnt. The silicon at the tip of the cold jaw was detached, and was peeling at the bottom of the cold jaw. Based upon the received condition of the unit, the reported complaint, "silicon tip broke," was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional info is obtained. (B)(4).

Event description:
On (B)(6) 2010, the hospital reported to the company rep that there was a product malfunction during an endoscopic vein harvesting procedure performed on (B)(6) 2010. The hospital reported that during branch ligation, it was noticed that the silicon tip on the wire jaw broke. They obtained a new vasoview hemopro tissue welder and successfully completed the case. There was no harm or injury to the pt. The product was returned.